Event description:
It was reported by the customer that midline has leakage, removed. Then see that the catheter is almost completely interrupted, had a hole, at the hub. The patient was reported to be ok. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that midline has leakage, removed. Then see that the catheter is almost completely interrupted, had a hole, at the hub. The patient was reported to be ok. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One catheter from an 18 ga powerglide pro was returned for evaluation. An initial visual observation showed a circumferentially aligned split in the catheter towards the proximal end of the catheter just distal of the luer. The distal end of the catheter was bent parallel to the distal end of the catheter. Blood use residues were observed throughout the returned catheter. A microscopic observation revealed a granular fracture surface with some sections of the fracture surface appearing to have striations. The fracture edges appeared sharp and angled. The catheter appeared oblong as if it had been compressed or bent at the split site. The catheter broke completely during evaluation of the device. Securement techniques may have contributed to the split in the catheter. The complaint of a split in the catheter is confirmed. This complaint will be recorded for future trending and monitoring purposes.